Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).

Event description:
It was reported that the right ventricular lead was being revised due to oversensing as evidenced by short v-v intervals on the ventricular electrogram and during pocket manipulation and isometric movements. During the revision procedure, it was noted that there was blood in the insulation, the helix could not be retracted, and the lead was observed to be fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.